Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined to be not related to vns therapy.

Event description:
It was reported that the surgeon and the physician did not believe that the increase in seizures were related to vns therapy. The patient underwent generator replacement surgery and pre-operatively the generator was interrogated and found to still be functioning.

Event description:
It was reported that the patient had a "big" seizure every 3 days which could be an increase for the patient. The physician stated he had not seen the patient in a while. Therefore it was unclear if the increase in seizures was related to a dosing issue or if the device was still functioning. The physician referred the patient for vns replacement surgery due to the increase seizures. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.